Event description:
It was reported that a procedure was canceled due to no ice formation during preparation. An icefx cryoablation system was used together with a 5 icerod I-thaw prostate kit for a cryoablation procedure to treat prostate cancer. During testing, however, the I-thaw needles did not produce ice. A new needle was exchanged on the console, but the issue was not resolved. Due to this, the procedure was rescheduled to another date. The patient condition was stable.